Manufacturer narrative:
Investigation is complete. H codes updated to reflect investigation results.

Event description:
It was reported the clamp hinge bolt fell off the bridge of the cot, possibly indicating the cot would be difficult to load/unload from the ambulance. The model and serial number of the cot have not been provided at this time. There are no reports of patient involvement or adverse consequences.

Event description:
It was reported the clamp hinge bolt fell off the bridge of the cot, possibly indicating the cot would be difficult to load/unload from the ambulance. The model and serial number of the cot have not been provided at this time. There are no reports of patient involvement or adverse consequences.